Manufacturer narrative:
Only the valve and peritoneal catheter were returned. The peritoneal catheter met the requirements for patency and leak testing. The valve met the requirements for patency and pre-implantation testing. However, it did not meet the requirements for reflux, siphon and pressure-flow testing. There was proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use (IFU) that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damaged occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the strata ii shunt was explanted on (B)(6) 2015. According to the report, when the device was set to pressure level 1.5 it was over draining and when the device was set to pressure level 2.0 it was under draining, so it was desirable if the device could reach pressure level setting of 1.75. It was reported there was trouble adjusting the valve or damage was caused when a puncture was made on the reservoir. Reportedly, there was no injury to the patient and the patient is currently under follow up.